Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for abnormally low and decreased left ventricular (lv) lead impedance which resulted in a polarity switch. It was also reported that there were elevated lv thresholds and the patient experienced diaphragmatic stimulation. The lead was reprogrammed. One day later there was a low impedance warning on the lv lead and the polarity had switched back again. The lead was again reprogrammed and the lead monitor setting was changed to "monitor only." The lead is still in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.